Event description:
A medtronic representative reported an inaccuracy of screw placement that occurred while in a spine procedure using a navigation system and an o-arm imaging system. A confirmation spin was taken and the screw was found to be off target and it had gone through the pedicle. The surgeon removed that screw and re-positioned a new pedicle screw in a new location. The surgeon completed the procedure with the use of the navigation system and the imaging system. A confirmation spin was taken and imaging was good.

Manufacturer narrative:
Both the o-arm and navigation systems were tested and found to be fully functional. Reported event could not be replicated. Further investigation found that the surgeon did check accuracy prior to placing the screw that was inaccurately placed at l4. The alleged inaccuracy was about 5 mm. The reference frame may have gotten bumped, but this cannot be confirmed. Unable to determine root cause with available information.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis.(B)(4) 2014. A medtronic representative performed an imaging system check-out, all areas passed. Imaging system performed as intended.no further issues have been reported.